Event description:
It was reported that a patient developed a (B) (6) infection after using the on-q pump. Catheter was removed 2 days after surgery due to redness. Day 3 patient contacted doctor, and on (B) (6) 2009 was readmitted for surgery to clean the wound. It was reported by the doctor that the infection was attributed to the on-q pump system and that the patient has recovered from the infection.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device is not available for evaluation and investigation. Information obtained during the investigation revealed the patient had been treated for (B) (6) infection at the catheter site. Without the actual part number, lot number, or product, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to another postoperative factor. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.